Event description:
Received electronic report from a peritoneal dialysis user facility rn, who has reported her pt was unable to unscrew the connection for use. The rn reported that the pt brought in the product for her to see and the rn was also not able to unscrew the connection. The report also stated that the pt was able to use the second connector for her dialysis therapy. The report also stated the pt was diagnosed with peritonitis. The initial reporting rn was contacted for additional info where it was learned the bacteria recovered was acinebactor baumanni. The pt was prescribed a combination of vancomycin and ceftazadine initially intraperitoneally, however, once the bacteria was identified, the prescription was changed to gentamycin. The last dose the pt was to receive was on 10/2006. The pt is recovering. This pt is able to continue peritoneal dialysis with no further ill effect related to this event. The device is available for an evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: one sample (actual complaint) was received without the original packaging nor original identification labeling. Visual analysis: no evidence of dried iodine was found. There was no gap between the cap and connector body indicating the cap had been over tightened.the cap could not be manually removed from the connector. The reported complaint is confirmed. Corrective action: engineering dept has created manual verification of the gap between the cap and connector body using the calibrated gauges made for this purpose. This will detect or reject over tightened caps.